Event description:
The customer reported that a pt was burned during a caesarian section.

Manufacturer narrative:
(B)(4). The customer reported that a pt was burned during a caesarian section. The info provided describes that after a caesarian section, as the drapes were taken off, a small burn was noted on the pt's abdomen where the ultrasound device was located. It was alleged that the metal belt clasp might be the source of the burn. The burn was approx 1-2 mm in diameter and surgeon applied derma bond to seal the burn. The available info does not support that this was a serious injury. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.